Event description:
A malfunction was reported on the pump, identified by malfunction code "malf 0". There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact technical support if the issue recurs.